Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose in (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer also reported having diabetic ketoacidosis in (B)(6) 2019 and received emergency medical assistance . The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached back. The customer also mentioned pump rewind was taking longer, was louder, and they were getting random no delivery alarms. The insulin pump will not be returned for analysis.